Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. During hospitalization for another indication, the patient experienced peritonitis (sixteen days prior to receipt of this report). The same day, the patient received fluconazole 200 mg (frequency, duration and route not reported) for peritonitis, dianeal therapies were discontinued and the pd catheter was removed. It was reported the patient was performing hemodialysis. Eleven days after the peritonitis onset, the patient was discharged from the hospital and was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.